Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused multiple lung infection. The patient did report to have received medical intervention and has had multiple hospital stays. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
After further pms reassessment, this report is now being filed as product problem instead of an adverse event. In this report box b and h has been updated/ corrected.